Manufacturer narrative:
The pump was returned, and analysis found high battery resistance, corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an unknown source via a device manufacturer representative regarding a patient who was receiving fentanyl at a concentration of 9500 mcg and an unknown dose via an implantable infusion pump. It was reported that the pump was interrogated prior to end of life (eol) replacement. The pump was eol in approximately one month. During interrogation, there was a box that said the pump was in safe mode. The pump had been alarming and the patient did have withdrawal symptoms. The patient was not certain when the pump started alarming. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. No additional diagnostics or troubleshooting was performed. The pump was replaced. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the patient first reported this event to the manufacturer representative. It was further reported that the hcp said that the last time the pump was interrogated it said "safe mode" and the hcp was unable to look at the logs. No further complications were reported.